Manufacturer narrative:
Evt problem: grade "d" dissection was reported to have occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the recommended pressure of 8 atm was used when the dissection occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the event was treated with stenting of the target lesion. The patient recovered. The investigator and sponsor assessed the event as not related to the paclitaxel, probably related to the device and causal to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact admiral drug- eluting pta balloon catheter to treat a non-calcified 10 mm lesion in the sfa (90% stenosis). The approach used was femoral. The vessel had no tortuosity and there was no existing stent proximal to the target lesion. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated at 14 atm using a non-medtronic device, 3 cycles. Residual stenosis of less than 40% after pre-dilation. Negative pressure was applied to the device and there was no resistance with the ancillary devices. There was no difficulty crossing the lesion site. There was no unusual resistance noted when the protective sheath was removed. In.pact admiral (80 mm x 120 mm) balloon was used to dilate the lesion for 180 seconds. Angiogram showed dissection at the distal edge of the inflated balloon. After intravascular ultrasound (ivus ) indicated the origin of the dissection, a non-medtronic stent was implanted. Post-dilation was performed using a balloon catheter and the dissection was resolved. The procedure was completed successfully with a delay of less than 30 minutes. No difficulty was reported in removing the device. The procedure was completed. No further patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.